Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, dilaudid, and an unknown medication (concentrations and doses unknown) via an implanted pump for non-malignant pain and failed back surgery syndrome. A 8476 (motor stall) error code was seen on the personal therapy manager (ptm) on (B)(6) 2017. The reporter was to follow up with the healthcare provider (hcp). It was reported the patient was having trouble hearing the phone ¿because my back hurt so bad.¿ this started ¿ten years, it was getting worse and worse.¿ the patient had been to seven different neurologists and his spine was so bad. The patient had no one to operate on him. Further information was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-may-31. The patient had a granuloma at the catheter tip (see manufacturer report 3004209178-2014-00710) and also had multiple motor stalls. The pump needed to be replaced. The patient was having increased pain. The environmental, external, or patient factors that may have led or contributed to the issue was stated as the patient told the representative that his pump went dry as no drug was ordered for the pump. The diagnostics/troubleshooting performed were the logs were read at the replacement and showed an empty reservoir and multiple motor stalls over the past few months. A dye study was performed and was inconclusive. The reservoir was not empty, but held 14 cc of drug. The pump was explanted and replaced on (B)(6) 2017 as actions/interventions. The pump logs were received. The estimated elective replacement indicator (eri) was at 6 months. A motor stall occurred on (B)(6) 2017 at 13:52, (B)(6) 2017 at 15:17, (B)(6) 2017 at 20:57, (B)(6) 2017 at 09:18, and (B)(6) 2017 at 09:15. A motor stall recovery occurred on (B)(6) 2017 at 15:29, (B)(6) 2017 at 09:02, (B)(6) 2017 at 06:50, and (B)(6) 2017 at 21:29. Stopped pump period may exceed tube set occurred on (B)(6) 2017 at 09:18 and (B)(6) 2017 at 09:15. A low reservoir alarm occurred on (B)(6) 2017 at 07:15 and on (B)(6) 2017 at 09:27. An empty reservoir alarm occurred on (B)(6) 2017 at 11:51. It was unknown if the issue was resolved at the time of the report and the patient status was alive with no injury. The patient was receiving 25 mg/ml dilaudid at a dose of 8.093 mg/day, 500 ug/ml clonidine at a dose of 161.85 ug/day, and 15 mg/ml bupivacaine at a dose of 4.856 mg/day. There were no further complications reported or anticipated.